Event description:
It was reported that during surgery, when the device's sterilized box under pasteur folds was open, it was observed that the metal plate was bent, making it impossible to use. There was no patient injury but there was a delay while the other device was searched. Due diligence is completed; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.